Event description:
During a bilateral iliac stent procedure, another MFR's stent was partially deployed with a terumo sheath causing the sheath to fragment in the pt. An angiogram showed very sluggish flow in the left iliac artery. The pt was transferred to the or for surgical bypass and retrieval of the stent. Balloon and sheath fragments. The pt's condition is good.